Event description:
During an atrial fibrillation ablation, the patient developed a pericardial effusion and tamponade. The volt catheter and viewflex ice catheter were introduced to the la and the procedure began with ablation at the left superior pv. Approximately 10 minutes later, a decline in blood pressure was noted, for which medication was administered. No obvious effusion could be visualized around the la by the ice catheter, and no changes in left atrial pressure were noted. The remainder of the pvi was completed successfully. Upon withdrawal of catheters from the left atrium, a large pericardial effusion was seen surrounding the right ventricle. Epicardial access was obtained, pericardiocentesis was performed, and the patient was hemodynamically stabilized after the effusion was removed. Blood from the pericardial space appeared arterial and was confirmed to have high oxygen saturation. However, despite multiple rounds of aspiration, the effusion continued to accumulate, and it was decided to perform a sternotomy to locate and surgically repair the perforation. The surgical findings noted a contusion at the left superior pulmonary vein / posterior wall junction, but no clear perforation was observed. The patient is now extubated, stable, and recovering in the ICU. After reviewing the recordings of intracardiac echocardiography and ensite mapping, the cause of the effusion was unclear. There were no alleged product performance issues with any abbott device, and no abnormalities were observed during pfa delivery or catheter/wire manipulation.